Event description:
It was reported the trex28r wheelchair flipped backwards while the patient wheeled up a ramp. The patient presented to the emergency room with a broken toe and pain in her head and ribs. No further patient complications were reported as a result of this event.